Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred. There is no relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a note on it stating safety valve open (svo) occlusion. The customer stated that the alarm is unknown and request for onsite service. The customer reported there was no patient involvement.